Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 600 mg/dl, cause of bg level was not known. Customer administered a bolus via the pump to address the issue. Ultimately, the customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with the issue resolved and no permeant damage. System check was performed with tandem technical support and the pump is functioning as intended.